Manufacturer narrative:
02-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The heads keep falling off while I'm brushing - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing their teeth, the oral-b toothbrush heads keep falling off. No injury was reported.

Event description:
The heads keep falling off while I'm brushing - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing their teeth, the oral-b toothbrush heads keep falling off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.